Event description:
During a hand-asssited lap nephrectomy procedure, only the first half of the staples were formed properly. The doctor then used a large clip applier to finish the transection of the renal vein. A vascular reload was used with the long454. There was no pt consequence.